Event description:
Pt reported that back to back tests performed on their ss meter using the same finger were 90 and 440 mg/dl (132% difference). No symptoms were reported. Pt was educated on series of variation (sov), cleaning and using control solution and proper meter to lab comparison. There was no allegation of harm.